Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that an occlusion alarm occurred. Reportedly the customer is wearing the infusion set site for 2.5-3 days. Tandem clinical support informed customer that wearing the infusion set site for 2.5-3 days. Is off label per the user guide. The customer¿s blood glucose was 679 mg/dl. Customer attempted to address the elevated blood glucose level by delivering a correction bolus via the pump. Customer called emergency medical service and was transported to the emergency room. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released (B)(6) 2023 with no permanent damage. Customer successfully resumed insulin therapy on the pump.